Event description:
Additional information: on 2011-(B)(6), it was reported that following a catheter revision, the patient was experiencing an overdose. On further follow-up with the hcp, it was stated that the location of the kink on the catheter was not determined. There was no catheter revision rather the catheter was removed and replaced on (B)(6). Hcp was not sure if the catheter would be returned to the manufacturer for analysis. In addition, it was stated that there was a pump change in (B)(6) 2011 from a 20 ml to 40 ml and that was "when the problems started". As of 2011-(B)(6), the patient was doing fine and they were gradually increasing the rate.

Event description:
It was reported that a pump volume discrepancy problem was noted. The actual residual volume of 20 ml was greater than the expected residual volume (not reported). An alarm was heard; telemetry confirmed a critical alarm due to zero ml reservoir volume occurred on (B)(6) 2011. The pt was seen on (B)(6) 2011 at which time the medication was left in the pump and it was reprogrammed as if the pump had been refilled. The pump contained baclofen 4000 mcg/ml and hydromorphone 16 mg/ml. The pt experienced more pain and spasms. The pt did not have withdrawal symptoms as they were on oral supplementation. A dye study, the health care provider was able to "...push the fluid a little but not further" and it was believed that there was a catheter kink. An MRI was performed and did not reveal a granuloma. The pt was scheduled for a f/u office visit on (B)(6) 2011 but did not come to the appointment. The pt had another appointment scheduled for (B)(6) 2011 and again did not attend the appointment. The pt lives in a nursing home and had to depend on transportation. The hcp was attempting to contact the pt for f/u as they wanted the pt to come back in to the office to see if any medication was infused since the (B)(6) 2011 appointment.

Manufacturer narrative:
(B)(4).